Event description:
The subject pacemaker, which had been implanted for more than 6 years, was reportedly found to be not pacing, while it was pacing correctly during the prior follow-up, 6 months before. The patient had a sinus rhythm and had no problems.

Event description:
The subject pacemaker, which had been implanted for more than 6 years, was reportedly found to be not pacing, while it was pacing correctly during the prior follow-up, 6 months before. The patient had a sinus rhythm and had no problems.